Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since (B)(6) 2015. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone disorder.

Event description:
Revision operative notes (B)(6) 2021 indicate the patient received a left total knee revision due to pain, osteolysis and loosened femoral component. Upon entering the joint, synovitis and mcl laxity was noted. The femoral component was noted to be grossly loose at the cement to implant interface and cement to bone interface. The femoral bone was noted to have significant bone defects. All components including the patella were revised. No indication of deficiency related to the tibial component. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2002, the patient underwent a primary left knee arthroplasty to address osteoarthritis. Depuy products were implanted during the procedure. There were no indicated intra-operative complications. On (B)(6) 2021, the patient presented for a left knee evaluation due to pain. The physician noted a large effusion with a large posterior baker's cyst. It is noted in 2017, the patient experienced a left knee injury when a dog impacted his knee causing valgus stress and an mcl injury. The mcl injury was treated conservatively with non-specific treatment. There is no evidence of revision nor invasive intervention. Task initiated to create a new pc to capture the mcl injury and to update the current pc. Clinical notification update ((B)(4) clinical notification ad 23 mar 2021) reviewed, along with the clinical database. The patient's left knee has been revised on (B)(6) 2021 to address aseptic loosening (loose products and loosening interfaces not provided in notification or database). All products were revised: femur, tibial tray, tibial insert, and patella. No other information is available at this time. Date of implantation: (B)(6) 2002; date of event (onset): (B)(6) 2021; doi: (B)(6) 2021; (left knee).